Manufacturer narrative:
After battery installation, device powered up with a blank display due to signs of previous moisture presence and corrosion on electrical board on the back of the lcd screen. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests due to the blank display.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump was exposed fluid, orange fluid at the end of the battery compartment. Customer stated that insulin pump was not turning on after inserting new battery and the home screen did not appear on the display. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer stated o-ring was in place. Customer stated o-ring was free of debris. Customer stated battery cap was not damaged. The device will not be returned for analysis.